Event description:
At an unk date, a pt received the gore tag thoracic endoprosthesis. At an unk time after the gore tag device was implanted, the pt died of a massive stroke. No further info is available.